Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user could wake the ilet pump and access the menu but could not unlock the device, and a replacement was arranged; blood glucose at the time was 137 mg/dl, and the user reverted to a backup plan. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy beyond temporary device unavailability managed with a backup plan and continued cgm use. Investigation included collection of event details and return-and-replace logistics and inspection of the returned device. Investigation of this device revealed a device operational malfunction consistent with a user interface or control lock/unlock failure, leading to a nonfunctional pump that required replacement. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the user interface.